Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Device component code is related to device problem code for the problem of needle detachment. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a capio¿ was used during a total vaginal hysterectomy, bilateral salpingectomy posterior repair with left unilateral sacrospinous fixation of apex procedure performed on (B)(6) 2016. According to the complainant, the physician used the capio open access device with the gor-e-tex needle. The bullet segment of the needle was deployed into the right ischial spine and sacrospinous ligament. While suturing, it was noted that the needle detached and left inside the patient. The procedure was completed with this device. The patient experienced no immediate adverse events after procedure.